Manufacturer narrative:
(B)(4). Batch # n9158z. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a prostatectomy procedure, the doctor was using the device and after three activations, the white cap of the inactive blade was detached from the device. The surgeon could not continue the surgery using this device. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information received. Kindly note that the white pad was completely detached. Moreover, the patient did not experience any adverse consequence because immediately the surgeon opened a new device.

Manufacturer narrative:
(B)(4). Batch # n9158z. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.